Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) levels ranging from an unknown low amount to 230 mg/dl, a minor stroke, and a loss of consciousness. The cause of the fluctuating bg was unknown; however, customer indicated supplies are typically used longer than intended. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Reportedly, customer consumed carbohydrates prior to losing consciousness. Bg was treated with manual injections once hospitalized. The customer declined further troubleshooting with tandem technical support, and declined to provide further information; however customer indicated the issue was resolved.